Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins wouldn't charge and the patient let it deplete. They hurt too much to charge and they sat for 30 minutes and the ins wouldn't fully charge. They wanted their ins to be replaced with a non-rechargeable ins. They charged the ins a week ago because they were hurting so bad. The patient couldn't sit that long to charge the ins fully. The patient also mentioned that one time they lost their balance walking down stairs but they didn't mention anything else. No further complications reported.